Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the right ventricular lead exhibited an elevated capture threshold, low pacing impedance, and was oversensing noise. Programming changes were implemented. The patient was in stable condition.